Event description:
On june 20th, high impedance was confirmed via home monitoring. On june 25th, the follow-up was done and confirmed that the lead impedance on all polar was measured and found to be high. The replacement will be planned but the date is not decided at this time.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025 update: lead is still in use and the patient is under observation. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.